Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The product was not returned for evaluation. As the affected device was not returned, the investigation will be limited to review of photographs, videos, or imagery, review of the DHR, lot history, review of the complaint database for similar complaints, review of physician training and IFU, manufacturing mitigations, root cause, and fmea assessments. Procedural imagery provided by the site revealed the following: valve with bottom of positioning marker slightly above the base of cusp, valve deployed within annulus, contrast can be seen near before the heart pumps it towards, the aortic arch. The contrast can then be seen returning into the ventricle, indicating there was a leakage. Regurgitation is visible, but type (pvl or cl) was unable to be determined. The work orders related to the device and any components that are relevant to the complaint event were reviewed. The review did not reveal any manufacturing related issues that would have contributed to the complaint. A lot history review did not reveal any other additional complaint related to ¿leaflet ¿ motion restricted ¿ in patient¿, ¿leaflet ¿ inadequate coaptation-in patient¿, or ¿valve ¿ regurgitation ¿ central leak.¿ a review of complaint data from (april 2018 to march 2019) revealed other complaints with returned valves for ¿leaflet ¿ inadequate coaptation-in patient¿, ¿leaflet ¿ motion restricted-in patient¿ and ¿valve ¿ regurgitation-central leak¿. A review of complaint history revealed the occurrence rates did not exceed the march 2019 control limits for applicable trend categories ¿leaflet motion restricted (in patient)¿ and ¿regurgitation¿. IFU, device preparation and training manuals were reviewed for instructions or guidance for proper use of the ultra delivery system. Based on the review of the IFU and training manual, no deficiencies were identified. During the manufacturing process, the valve was visually inspected and tested several times. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Due to the unavailability of the device, no manufacturing nonconformance was identified and a definitive root cause could not be identified at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this month review. No corrective or preventative actions are required.

Manufacturer narrative:
During the tavr procedure, there are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the exact cause of the leaflet motion restriction was unable to be determined, but may be due to patient factors not provided and/or procedural factors listed above. The cause of the central regurgitation is also unknown, but is likely due to the leaflet motion restriction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), post implantation of a 23 mm sapien 3 ultra valve via transfemoral approach the patient had a low diastolic pressure with central ar at tte. The patient  was converted in general anesthesia and a tee was performed. The echo showed a moderate/severe ar intra-prosthetic (one leaflet appeared motionless). The physicians tried to insert a pigtail catheter in the lv to move the leaflets without any benefit. The delivery system was inserted in the axela with success and with mild push force. At visual check the valve appeared to be in the correct position (positioning marker represents center of crimped valve). The valve was implanted without any issue. A second sapien 3 ultra valve 23 mm (1cc plus than nominal for safety) was implanted (viv) with success. The patient was discharged in stable condition.